Event description:
Patient reported unknown side for no complaint against the device. Later, healthcare professional reported ¿remnants of seroma¿, ¿remnants of¿hematoma¿, ¿inflammatory reactions to the implants¿. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.